Event description:
Complainant reported that when he turned the pump on, there is no suction. He tried to test on a demonstration board, but the results were the same.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l info has been provided to date. A return device for eval is not expected. Should add'l details be provided, a follow-up report will be submitted. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Manufacturer narrative:
Additional information was received on october 02, 2015. Third party manufacturer tested the returned unit lot# 905972 and found a faulty main circuit board. A design history review was conducted and all manufacturing specifications were met. Third party manufacturer determined this was an isolated incident. No previous investigations are available. After review of the returned product and a thorough batch review, no discrepancies, non-conformances or deviations were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).